Manufacturer narrative:
The field service engineer inspected the instrument and resolved the issue by exchanging the bellows for a drying probe and degasser tank used for the incubation bath. No further issues occurred after these actions. A reagent issue is unlikely since the reagent lot used before and after the event had correct control and patient sample recovery. The investigation determined the service actions resolved the issue.

Event description:
The reporter states they run quality controls every six hours for a1c-3 tina-quant hemoglobin a1c gen.3 on the cobas c513 module. Between (B)(6) 2021, controls were outside of range. Controls were repeated and were not acceptable. The assay was then re-calibrated and controls run after this were acceptable. The customer then repeated patient samples that were tested during that time. One patient sample had discrepant hba1c results. No incorrect results were reported outside of the laboratory. The sample initially resulted in an hba1c value of 6.7 %, which repeated as 6.0 %. The hba1c reagent lot number was 537668, with an expiration date of 30-jun-2022.